Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism and the tip was bent.

Event description:
It was reported during implant that there was noise seen on the right ventricular tip to ring. It was suspected that there was something wrong with the lead tip. The lead was not used and different lead was implanted. No patient complications have been reported as a result of this event.